Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2020, during a first mtp interpositional arthroplasty with arthroflex procedure, the screwdriver broke while implanting the peek screw into the met head. The screw was completely advanced and when the surgeon attempted to pull the driver out, the metal shaft snapped. The metal shaft was left in the patient as the screw was flush and it would have done more damage trying to get it out. Attempt was made to retrieve it with a pickup but was unsuccessful. It is buried within the peek screw and is only visible on x-ray. A picture of the broken screw driver has been provided to arthrex. Additional information provided 5/26/2020: the device is part of a forefoot internal brace kit (part number not provided). The entire shaft at the end of the screwdriver was left in the screw inside the patient. Bone had been prepped with a 2.5 drill bit per the guidelines of the arthrex technique guide. Remaining portion of the screwdriver will be returned for evaluation. Additional information provided 6/1/2020: the following is the part and lot number of the device involved: ar-1530-cp, lot 10499699.